Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented with light headedness and dizziness. Nonsustained lead noise episodes were noted and were due to a sensing latency between the near field and far field channels. It was noted that the patients symptoms were related to a low programmed pacing rate and not the nonsustained lead noise episodes. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun

Manufacturer narrative:
The reported diagnostic anomaly was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the anomaly could not be determined.